Event description:
It was reported that the pump failed volume testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Received one device. Complaint not confirmed investigation summary customer complaint of, failed volume test cannot be confirmed through, performance verification tests during incoming inspection and accuracy testing. The probable cause tester was probably using an old version. The limits are stated differently than new standard in current version. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.